Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240 (air in set) during dwell 3 of 4 on the home choice (hc). The caregiver (cg) stated the supply bag connection was leaking and became disconnected. The technical service representative (tsr) instructed the cg to cycle the power twice to press go to start. The tsr instructed the cg to disconnect the home patient (hp) and remove the cassette. The tsr explained the alarm and assisted the cg to clear them. The tsr advised the cg to contact the nurse. Product surveillance (ps) spoke with the caregiver (cg) on (B)(6) 2012 regarding the system error 2240. Per the cg, he thought the connection was not tight enough and noticed a leak. They stopped therapy for the night and went into the clinic the following morning. The peritoneal dialysis nurse (pdn) gave the home patient (hp) antibiotics in a manual bag as a precaution. The hp was doing fine with therapy on the cycler. There was patient involvement.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) is confirmed; per the complaint information the cause of the se 2240 is due to air being sucked into the disposable because was a loose connection between line and supply bag, which is a use error that can cause system error 2240 alarms. The caregiver (cg) stated the supply bag connection was leaking and became disconnected. Per the cg, he thought the connection was not tight enough and noticed a leak. A labeling review found the labeling to be adequate for the use/user error identified in this incident. This issue is being investigated through CAPA.